Manufacturer narrative:
(B)(4). Batch #: u9311g. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed two conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were scissoring and not closing completely. The doctor was able to complete the procedure without an additional device. There were no patient consequences reported.